Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a second proglide suture was attempted to be pre-placed. When the plunger was removed, no suture was seen. Another proglide device successfully pre-placed a suture. The sheath was upsized to 10f and then 16f. The tavi procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.